Event description:
Patient reported for right side "mentioned the recall, pain, liquid between the prothesis, and silicone spillage, silicone disease, fatigue, muscular pain, articular pain, palpitations, tingling in the arms, blurred vision, migraines, capsular contracture grade unknown, and granuloma induced by silicone spillage and synovial metaplasia. Additionally patient reported via MRI "capsular contracture, granuloma, liquid collection, cysts, and alterations on axillary lymph nodes" and via anatomopathological exam "partially hyalinized fibrous capsule, sparse foci of foreign body-type gigantocellular reaction with optically negative vacuoles compatible with silicone droplets, synovial-like metaplasia". Later, patient's representative reported, "intense pain with tingling sensation on the arm when moving it, extensive inflammatory process with leaking, discovered recall, and very worried, the events of "cysts", "fatigue", ¿palpitations¿, ¿tingling in arms¿, ¿silicone disease¿, ¿blurred vision¿ and "migraines" are not device related. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: anxiety - product/ procedure: unable to observe since it is not related to the device. Arrhythmia: unable to observe since it is not related to the device. Capsular contracture :unable to observe since it is not related to the device. Cyst(s):unable to observe since it is not related to the device. Other medical: no observed edema :unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Granuloma :unable to observe since it is not related to the device. Headache :unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Increased sensitivity: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "mention of the recall", "pain", "liquid between the protheses", "silicone spillage", muscular pain, articular pain, "capsular contracture", "granuloma", "synovial-like metaplasia". The reported events of ¿silicone disease¿, "fatigue, palpitations, tingling in the arms, blurred vision and migraines", and "cysts" have been deemed not related to the device. The record represents the right side. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: silicone migration: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Paresthesia:unable to observe since it is not related to the device. Pain:unable to observe since it is not related to the device. Other medical: no observed granuloma:unable to observe since it is not related to the device. Fatigue:unable to observe since it is not related to the device. Cyst:unable to observe since it is not related to the device. Capsular contracture:unable to observe since it is not related to the device. Anxiety-product/procedure:unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "mention of the recall", "pain", "liquid between the protheses", "silicone spillage", muscular pain, articular pain, "capsular contracture", "granuloma", "synovial-like metaplasia". The reported events of ¿silicone disease¿, "fatigue, palpitations, tingling in the arms, blurred vision and migraines", and "cysts" have been deemed not related to the device. The record represents the right side. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: silicone migration: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Paresthesia: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Other medical: no observed granuloma: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; found liquid between the protheses¿ and ¿bilateral collection¿; granuloma induced by silicone¿ and ¿sparse foci of foreign body-type gigantocellular reaction with optically negative vacuoles compatible with silicone droplets"; ¿silicone spillage¿; alterations on lymph nodes¿.

Event description:
Patient reported "mention of the recall", "pain", "liquid between the protheses", "silicone spillage", muscular pain, articular pain, "capsular contracture", "granuloma", "synovial-like metaplasia". The reported events of ¿silicone disease¿, "fatigue, palpitations, tingling in the arms, blurred vision and migraines", and "cysts" have been deemed not related to the device. The record represents the right side. The device has been explanted.